Manufacturer narrative:
The device was returned for analysis. The reported difficult to flush was able to be confirmed. The reported difficult to advance was able to be confirmed. It was noted that the catheter shaft was kinked distal to the strain relief and was also torn at noted kinked area. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during unpackaging/removal from the dispenser coil inadvertent mishandling resulted in the noted kinked/torn catheter shaft; thus resulting in the reported/noted difficult to flush and the reported/noted difficult to advance; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation, difficulty was noted when attempting to flush the device. When attempting to advance the device over the non-abbott guide wire, there was a point where the device could no longer be advanced. The device was removed from the wire and was not used. There was no adverse patient effect and no clinically significant delay. A new supera of the same lot number and the same size was used to continue the procedure. Device analysis revealed the catheter shaft was torn. No additional information was provided.